Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found catheter leakage during the puncturing.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen hemodialysis catheter for evaluation. The catheter showed evidence of use and the catheter was returned with dressing over the two extension line hubs. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Functional testing identified a leak in center of the distal extension line body. Microscopic examination revealed a slice/cut in the location of the leak identified in functional testing. The cut/slice was diagonal along the length of the body of the extension line and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). Dried blood was observed in the catheter body skive holes indicating use. The hole in the extension line was located 15 mm from the bottom of the distal luer hub. The distal extension line inner diameter measured 2.95 mm which is within specification. The distal extension line outer diameter was also within specification. The distal extension line length measured 70 mm, which is consistent with the nominal value of 70 mm per catheter product drawing. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the extension line hubs using a lab inventory 10ml syringe. Water was observed leaking from the center of the distal extension line body when the distal extension line was pressurized. No leaks were observed when the proximal extension line was pressurized. A device history record review was performed on the catheter including the extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit contains several cautions to mitigate damage to the catheter. It cautions the user "to minimize the risk of cutting catheter do not use scissors to remove dressing." The IFU also states "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of the extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small cut in the extension line body. The appearance of the cut was smooth and consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found catheter leakage during the puncturing.